Event description:
The customer stated that she has experienced high blood glucose levels continuously, and feels that the insulin pump is not delivering insulin accurately. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The customer stated that she has been wearing an insulin pump for over 20 years, and felt uncomfortable wearing her current insulin pump. The customer requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.